Event description:
It was reported that there were black marks on the filter of a small volume intermate. This occurred before use after the device was compounded with piperacillin/tazobactam. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4).additional information: the black marks identified were in the fluid pathway. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from december 12, 2014-december 17, 2014. The device was received for evaluation. Visual inspection was performed and identified black marks on the filter of the device. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.